Event description:
Terumo received the following reported information: the facility reported an injection site reaction. Some symptoms (redness, swelling, pain) at the injection site were identified 36-48 hours after the 300 mg sublocade injection was received. The patient was given oral antibiotics, ibuprofen for pain, and referred to the emergency room (ER).